Event description:
Pt presented on 2/14/96 for replacement of peg that had been placed on 1/9/96 (problem with intermittent occlusion). Device involved was placed with initial complaint of mild pain, could not auscultate; balloon deflared and replaced; tube flushed with 30cc fluid auscultated x2; tolerated well; d/c home- later the same day, returned for kub after c/o of abdominal and chestpain approx. One hour into feeding; x-ray with contrast indicated malposition of tube; tube removed; egd with unsuccessful guide wire placement- ngt placed; bp and decreased sao2; fluids started, transferred to ICU; egd with peg reinsertion, stabilized; d/c home 2/17/96 on tube feedings- back to baseline.